Event description:
It was reported by customer, that during operation, the cardiosave hybrid type I plug (iabp) indicated catheter restriction during operation. No harm or injuries was reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).